Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned in the t2 pre-deployment position. The t1 and t2 anchors and suture have been returned with the device and are detached. The suture has signs of debris. The anchors are deformed likely from being removed from the patient. The needle appears to be bent more than manufacturer intended. A functional evaluation revealed the device functions as intended. The evaluation confirmed the deployment was in the t2 pre-deployment position upon activation the needle reset to the t1 pre-deployment position as intended. The deployment of anchors could not be tested as they are detached from the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscal repair surgery after the t1 was deployed, the t2 deployed prematurely, t1 was removed from the patient's body. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.